Event description:
It was reported that the patient had drainage from an infected wound at the pump site. Additionally, the pump had moved medially in the abdomen. The system was explanted. At explant, it was noted that there were 3 suture loops with sutures attached - the sutures had come out of the tissue which allowed the pump to move out of the pocket. The pump was programmed to delivery lioresal (concentration and dose not reported). The hcp reported that the approximate date of onset was 2007; an intra-operative gram stain of csf had been positive, but results of cultures taken from the device pocket and csf were negative. The patient did not have meningitis. The patient had experienced incisional wound opening; there had been no symptoms of withdrawal. The date of the last pump refill was unknown. The patient had been treated with IV antibiotics and the infection has resolved.

Manufacturer narrative:
Results of final device analysis revealed the catheter leaked from a hole seen in the device; the damage was located 25.5-cm from the proximal connector, the product damage seen is consistent with damage related to a procedural non-conformance.